Event description:
It was reported that a flogard infusion pump was observed experiencing an f-38 alarm code. The reported stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review and a power on self-test. The root cause of the of the f-38 alarm code was determined be a damaged left force sensing resistor (fsr) and the left fsr was replaced to resolve the problem. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.